Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact. Multiple troubleshooting attempts have been made, however a replacement pump was sent to the customer to resolve the issue. The customer will use manual dose injections for insulin therapy.